Event description:
A malfunction was reported following a pump update. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance in resetting the pump malfunction code, and the issue did not recur after the reset. The customer was informed to continue using the pump and advised to contact for further assistance if the problem recurs.